Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of embolization and thrombosis are listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as adverse events associated with the use of a stent in peripheral arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a lesion in the right proximal superficial femoral artery (sfa), via left femoral artery access. During the procedure, the 6.0 x 80 mm absolute pro stent was implanted, as well as two non-abbott stents. Thrombus embolization occurred, with thrombus noted in the crural arteries. It was unknown when the thrombus embolized or what device caused or contributed to the embolization. Aspiration and thrombectomy were performed in the popliteal artery and the adverse event resolved the same day. No additional information was provided.